Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2012 and dtba1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) portion of the lead triggered an alert for undefined high impedance. The lead also had a confirmed fracture. The lead was programmed off and is scheduled for a replacement in the near future. No patient complications have been reported as a result of this event.